Manufacturer narrative:
As indicated, this event was discovered during routine maintenance while an olympus technician (tech) was on site. After discovering aforementioned error codes, the tech inspected the device further and found no mechanical damage, but did note that 190 series scopes were not being detected, so the tech replaced the socket. While replacing the socket, it was noticed that the pump on the hose attachment was also broken. A new pump was order and replaced. Following the repair, electrical measurement was performed and the functional control was 'ok'. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
During routine maintenance of the evis exera iii xenon light source, both b30 and e216 scope communication errors were found. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: d9. Based on the results of the legal manufacturer's investigation, it was determined that a communication abnormality occurred due to a defect (deformation) of the scope socket and b30 was displayed. The field service engineer (fse) was on site and repaired the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.